Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and identified a defective dso sensor. The dso sensor and seal were replaced.

Event description:
It was reported that there was an occlusion alarm. It is unknown if there was patient involvement. No patient harm/adverse event was reported.